Manufacturer narrative:
(B) (4). Baxter medical assessment: additional info received revealed that this is a purity/yield issue that was determined after the pt product was run. There is no info of any pt adverse outcomes at this time. It is currently unk if they were able to run enough product to obtain an adequate dosage for the pt and if the engraftment was successful. As in all cases of purity/yield issues, there is the potential of the loss of cells. This puts the pt at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the pt outcome. Additional info received on 08-dec-2008: cells being processed were normal unrelated donor mobilized peripheral blood cells. The product was given to the pt on (B) (6) without adverse event. (B) (4). The engraftment data is not yet known.

Event description:
Customer reported ec94 during the cell recovery. Ws5 bags were greater than scale bag allowance. Their procedure was at 65% to completion. Customer did see some clots in the filtrate and in the tubing line. Customer was advised to record the ws5 weight from device status. Mix wb2 and press ok to resume. Error did not correct. She was advised to hemostat p2 line, detach from the transducer and press ok to resume. Volume did decrease and she was advised to allow it to proceed to end of state. State ended and final cells did transfer to ws4, ec70 during rosetting. Furthermore, she was advised to make sure the p1 and p2 fitting are tighten and press ok. Error was corrected. Additional info received stated that the end result of the run was a low yield of around 15%.